Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, while un-sheathing the left atrial disc in the left atrium, the device was observed to ¿cobra head.¿ the left atrial disc was re-sheathed and a second attempt was made to un-sheath the same disc, with the same result noted. The device was re-sheathed a third time, and upon the third un-sheathing of the left atrial disc, the device appeared in its normal configuration. The procedure then continued as intended with successful closure of the patient¿s atrial septal defect. The delivery sheath used in the procedure was considered a likely size mismatch for the smaller device. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.